Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programs automatically increased in amplitude. Reportedly, the abbott representative met with the patient to further address the issue. In turn, troubleshooting revealed no stimulation and multiple contacts with invalid impedance readings. X-rays were taken yielding normal results. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the lead was explanted and replaced with a new model. Stimulation was restored postoperatively and the issue resolved.